Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This was identified when the patient presented to have the infusor disconnected. The device was filled with fluorouracil 5500mg in 240ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from july 22, 2021 - july 26, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection to the provided photograph the rupture was observed. The reported condition was verified; however, due to the nature of the returned sample no additional testing could be performed. Therefore, the cause of the condition was not determined; however, the most probable cause of the condition was due to the potential for bladder ruptures exists as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.